Event description:
Patient's mother reported that she performed research and found cases were patients would experience device malfunction only when their heads were turned a certain way. The patient¿s mother then stated that she read a report about a specific patient where the wire was malfunctioning and even when the vns was turned off the patient continued to experience symptoms. According to the mother the report indicated that the symptoms only resolved when the lead was removed. No other relevant information has been received to date.